Event description:
The customer contacted stryker to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the device's electronic records from the event and was able to verify the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker downloaded the device's electronic records from the event for review and observed that the device's batteries were at an 11% charge level and manufactured in 2020, which makes them past the recommended use life. The customer was instructed to replace the old batteries in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.